Manufacturer narrative:
(B)(4). The reported issue was confirmed in the event history log review. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore the device did meet product specification related to the reported issue of iipv- adult (high drain volume 104). The cause was determined to be one or more cycles advances to next fill when slow / no flow occurred above the min drain volume threshold.

Event description:
It was reported that a high drain 104 alarm occurred during drain 4 of 5 on the homechoice machine(hc). The home patient(hp) stated he used 4.25% solution last night and his nurse changed the therapy to tidal. The nurse said his old procard was no good and gave him a new one. The hp stated he will use the hc for tonight, but use 2.5% solution. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.